Event description:
Customer reported that following a gi procedure, under IV sedation, pt developed a laryngospasm. Crna inserted a nasal airway into pt while spasm was present. She then noted that the nasal airway had been "sucked" down into the pt's throat. Crna was unable to remove airway with magill forcep. The doctor was able to manually remove the airway, which was located above vocal cords. Pt experienced some minor bleeding and swelling at the site, so was transferred to the ER for treatment (steroids, inhaler) and remained in facility overnight for observation. The pt had no complications from this event.

Manufacturer narrative:
Device from same lot received and being evaluated. Results not yet available. Follow up report to be filed at completion of evaluation..